Event description:
The following has been reported: "incident that occurred in the medical ambulatory cancer unit. The programmed flow rate was 100 cc/h (paclitaxel, 305 ml to be passed in 3 hours). The product was administered in 1 hour and 15 minutes. The nurse realized this when the pump rang the end of the infusion. Regarding the patient, she did not touch the device. She complained of black spots in front of her eyes at the end of the infusion. Vitals were normal, monitored several times. The electrocardiogram done immediately after the end of the infusion was normal, as was the one done as a precaution 1 hour after the incident. The doctor preferred to keep the patient under monitoring overnight." Reporting due to the referenced issue (overdose); no patient harm was communicated. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Reported date of event is march 17th however there is no data recorded in the pump for the whole month of march. Last infusions being end of february and with no matching programming. Therefore log review cannot confirm the reported event. The reported device was returned to brézins for investigation. Several flowrate tests were performed and all were compliant with IFU specifications. No overflow issue or any other functional or technical dysfunction could be detected upon investigation. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.